Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected of exhibiting high, out of range shock impedances. The related pulse generator received an alert (device alarming) due to the increase in the shock lead impedances. It was suspected that the shock impedance value was approximately 127 ohms. Boston scientific technical services were consulted, and a ts representative recommended testing the shock lead integrity if the impedances increase to the 140 range and stays there. Additionally, it was recommended to increase the value that triggers the alert if the device continues to receive alerts for 125 ohms or more. This device remains implanted and in service. No adverse patient effects were reported.